Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the pump black box data showed evidence of discharged batteries being installed in the pump on (B)(6) 2015. A visual inspection of the pump showed that the battery compartment was cracked. No evidence of moisture was found in the compartment. The returned battery cap was able to attach on to the pump with no power loss. The pump¿s current draws were found to be within specifications. The pump case was removed and no intermittent conditions or moisture was found inside the pump. Unrelated to the complaint, the display screen was dim, faded, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.